Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation, no additional information is available at this time. If additional information is received it will be reported on a supplemental report. Not returned to the manufacturer.

Event description:
It is alleged through the filing of a lawsuit that the patient underwent a left total hip arthroplasty on (B)(6) 2010 where he was implanted with a stryker accolade tmzf hip stem. It is further alleged that the patient suffered severe injuries including but not limited to partial loss of mobility, loss of range of motion, debilitating pain in the hips and legs, mental anguish, inability to work, diminished enjoyment of life, as well as other severe and personal injuries which are permanent and lasting in nature.

Manufacturer narrative:
An event regarding range of motion and pain involving an accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. -medical records received and evaluation: no medical records were provided for review by a clinical consultant. -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the exact cause of the event could not be determined due to insufficient information. Further information such as pre- and post-operative x-rays, primary operative reports, return of devices, medical records and patient history are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time if additional information becomes available, this investigation will be reopened.

Event description:
It is alleged through the filing of a lawsuit that the patient underwent a left total hip arthroplasty on (B)(6) 2010 where he was implanted with a stryker accolade tmzf hip stem. It is further alleged that the patient "suffered severe injuries including but not limited to partial loss of mobility, loss of range of motion, debilitating pain in the hips and legs, mental anguish, inability to work, diminished enjoyment of life, as well as other severe and personal injuries which are permanent and lasting in nature.